Event description:
It was reported when using the bd tube pms plh 13x100 3.5 plbl lim ce there was under-fill or low draw of a tube with blood. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: tubes were filled via indirect draw as part of bd internal study cln0004 (B)(6) 2023 but all tubes tested (3 tubes per lot) exhibited underfill. The mechanical separator would not descend when the tube was filling therefore preventing a complete fill (-19%, +10%). All tubes were retention tubes that came directly from the plant.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2165717. D.4. Medical device expiration date: 2023-10-31. H.4. Device manufacture date: 2022-06-14. D.4. Medical device lot #: 2066589 . D.4. Medical device expiration date: 2023-07-31. H.4. Device manufacture date: 2022-03-07. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube pms plh 13x100 3.5 plbl lim ce there was under-fill or low draw of a tube with blood. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: tubes were filled via indirect draw as part of bd internal study cln0004 17mar2023 but all tubes tested (3 tubes per lot) exhibited underfill. The mechanical separator would not descend when the tube was filling therefore preventing a complete fill (-19%, +10%). All tubes were retention tubes that came directly from the plant.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from each lot number of the bd inventory were functionally tested and the issue of underfill was not observed as all 40 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.